Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fatigue. It was noted that the leadless implantable pulse generator (ipg) impedance and threshold had increased. Reprogramming was done and the device remains in use. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.